Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the button the bolus cord was pressed. The device was returned to the biomedical department with a report of bolus connector does not function. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.